Manufacturer narrative:
(B)(4). The analysis found that the device was received in good visual condition and with an ecr60t cartridge reload present; it was noted to be fully fired. In order to verify the condition of the internal components of the reload it was disassembled and no anomalies were noted; no damage on deck was found. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process. A surgical video was reviewed and the video evidence confirmed the event description ¿the staples were fired properly in one side of the stomach (the removed side) and completely open in the patients stomach side.¿ however it could not be determined from the video what may have caused the improper staple deployment that lead to the complication experienced.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, in the second firing, the doctor used a black cartridge and the staples were fired properly in one side of the stomach ( the removed side) and completely open in the patients stomach side. Bleeding occurred. It was controlled and had to suture it. Then using the same device with green cartridge it worked perfectly then.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.